Event description:
It was reported that customer experienced malfunction alarms labeled as alarm 2 followed by alarm 26 associated with an occlusion earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, reported no frequent or recurring occlusion problems, and case was closed by technical support with no further assistance needed.